Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2020 the patient reported that the communicator took a long time to find the pump and then the bolus ¿gets stuck at around 90% and then takes about 3 minutes to go through¿. This did not happen right after a refill. The issue began last year. No patient symptoms were reported. The patient was connected with the repair department for a replacement. No further complications were reported/anticipated.